Event description:
It was reported that the user received an ¿unable to proceed¿ notification on the ilet pump and experienced alert 38 indicating a motor stall, consistent with a failure to infuse related to the motor component; the user restarted the pump multiple times, was asked to provide a photo of the issue, and planned to do so after charging. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem identified and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.